Event description:
Reportable based in analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The 80% stenosed lesion being treated was located in the moderately tortuous and severely calcified left anterior descending (lad). The 2.75x38mm taxus liberte stent delivery system (sds) was advanced to the target lesion but did not cross. The procedure was completed using a plain old balloon angioplasty. There were no patient complications and the patient condition was reported as "good". However, the returned product analysis revealed stent damge.

Manufacturer narrative:
(B)(4): a visual and microscopic examination identified mid stent damage. One strut in the middle of the stent was raised. Hypotube kinks were present throughout the entire length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)